Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the preparation of mitraclip xtw, the grippers functioned as intended. During the procedure, gripper orientation was performed and was successful. During independent gripper actuation, one gripper was unable to lower. The orientation was suboptimal during this first attempt, necessitating a return to the left atrium. The the + knob was rotated approximately 180 degrees to align the axis, but an additional 60 degrees of rotation was applied. The m knob was adjusted to approximately 250 degrees. Upon re-entering the left ventricle and attempting to grasp, the gripper on the posterior apex side remained in its initial position and was unable to lower. The lock lever was released, and the gripper was lowered, but the issue persisted. Upon re-entering to the left atrium, + knob was set to neutral, and also the m knob was reset, yet the issue persisted. The clip was replaced with another device to complete the procedure. The mr was decreased to grade 1 post procedure. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.